Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 301073, batch# 4012772. It was reported that the bd syringe 3ml ll bns plunger rod was broken/damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. ID (B)(6). Report date july 3 2024. Reported by: xxxx. Factory/manufacturer bd. MFR item # 301073. Mms item # 407010. Product name syringe, ll 3cc bulk. Lot / serial number (B)(6). Product concern 1 syringe is bent. Customer name xxxxx. Customer contact xxxxx. Customer address/phone xxxxx. Xxxxx. Xxxxx. Sample availability.

Manufacturer narrative:
One photo of a 3ml luer- lok syringe (p/n - 301073) was received and evaluated. The image shows one loose syringe with an unknown yellow needle attached filled with an unknown clear fluid lying on a table with the plunger rod bent about an inch from the thumbrest. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod bent defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4012772 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.